Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms were confirmed via the submitted log file. The heartmate 14 volt battery clip set was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 1 day ((B)(6) 2021 per the timestamp). The log file captured intermittent atypical power cable disconnect and low voltage alarms beginning on (B)(6) 2021 at 18:31:32 and ending at 18:38:06 while connected to battery power. These alarms were due to the rsoc voltage in the white power cable operating outside of the accepted voltage threshold. The atypical alarms resolved when the power source was changed to the mobile power unit (mpu). Provided information stated that the causes of the low voltage alarm and the power cable disconnect alarms were not identified but the inside of the shower bag was wet during the shower. Additionally, although the medical staff did not confirm it, the patient told them that the inside of the shower bag had been wet. The lot number of the clip set will be informed at the next outpatient visit, and it is unknown if any product will be returning to abbott for analysis. Additionally, no products will not be returning to abbott for analysis. The root cause of the reported event could not be conclusively determined through this analysis; however, the water entering the inside of the shower bag could have contributed to the reported event. Device history records could not be reviewed as the lot number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. Heartmate iii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that the cause of the low voltage and power cable disconnect alarms was not identified. The patient confirmed that the inside of the shower bag was wet. Related manufacturer report number: (B)(4).

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-03712. It was reported that the patient got his battery wet while taking a shower on (B)(6) 2021. A low voltage advisory and a power cable disconnect were recorded. Log file analysis captured abnormal battery rsoc (relative state of charge) readings causing low power hazard and power cable disconnect alarms on (B)(6) 2021. These alarms occurred while the patient was on battery power and may have been the result of water ingress to the battery/clips. The log file did appear to indicate the alarms resolved following a brief power swap back to the mobile power unit and back to battery power.